Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-00539). Correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
Lt was reported that during follow-up, the device could not be interrogated. During device revision, it was noted that blood was seen in the header of the ICD in both ports at the connector pin. Visual inspection showed the device was swollen. The device was explanted and returned for analysis.